Event description:
Reporter indicated that device diagnostic testing (systems diagnostics) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high lead impedance test result. The patient experiences some pain with movement of the neck to the right, which the physician believes could possibly be related to the vns therapy system. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. The patient was referred for surgical consult. Lead break is suspected. Stimulation has been discontinued pending revision surgery. No serious injury was reported in conjunction with the high lead impedance condition.